Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1=0.238 and patient 2= 0.468 vs. Expected results <0.012 ng/ml) from two different patient samples run on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the affected patient samples per customer policy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros eci immunodiagnostic system. There was no evidence to suggest a reagent malfunction had occurred. An ocd field engineer performed service actions to several subsystems of the analyzer. Following these actions, acceptable vitros trop I es performance was observed. Additionally, the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, a pre-analytical sample processing issue and/or poor analyzer performance cannot be ruled out as contributing factors.